Event description:
The physician was placing a percutaneous endoscopic gastrostomy feeding tube in a patient diagnosed as having a carcinoma in the mouth. It was reported that the carcinoma made placement of the device difficult. During the placement the dilation tip detached from the feeding tube into the patient's stomach and was retrieved with a snare. A second feeding tube was placed following the retrieval. The patient is in satisfactory condition.